Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. Investigation is ongoing.

Event description:
Pt implanted with a distal femur liss plate on (B)(6) 2012. Pt developed pseudarthrosis. Postoperative breakage of the plate was noted and pt was revised on (B)(6) 2012.

Manufacturer narrative:
Subject device has been received and is currently in the eval process. Investigation is on going; no conclusion could be drawn.